Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed to power on. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's power supply board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.